Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the driveline was accidentally pulled at home. The patient developed drainage and fever. The patient was admitted and blood cultures positive for pseudomonas. The patient was placed on IV antibiotics and was discharged home on IV cefepime and oral levaquin.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.